Event description:
It was reported that the right ventricular (rv) lead measured high impedance. Rising impedance, rising thresholds, and a possible fracture were noted. The lead was reprogrammed to unipolar configuration and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) 2008-(B)(6); 5076 implantable pacing lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited high thresholds and no capture.